Manufacturer narrative:
(B)(4). Device evaluation- the returned device was powered on and was unable to complete the power-up sequence- an alarm occurred. The device software was reinstalled and the device was found to perform as specified. The investigation determined that the software issue was caused by user damage.

Event description:
(B)(4).